Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The root cause was determined to be caused by potential patient misuse. No injury or medical intervention was reported. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded and passed. A review of the log was performed and signal loss was found within the investigation window. The allegation was confirmed. The root cause is potential patient misuse.